Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old white female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp placed for a patient with multiple cardiac and systemic comorbidities. The team placed a fem-fem bypass for limb perfusion. The cp was explanted and replaced when the purge sidearm began to leak. The event is reportable for the harm and malfunction. The patient is now supported by a new pump.

Manufacturer narrative:
The investigation into purge leak ¿ pump and limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05756. B1 should be both adverse event and product problem. D4 model number. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 MDR reporting contact fax number missing. G1 manufacturing site ax number missing. H6 code 4582 and 481 were reported incorrectly. New code was added to component code.